Event description:
In 2009, the patient reported the down button on her insulin infusion device has not been responding properly for about 1 week. She stated her blood glucose this morning was within her normal range of 100-140 mg/dl. She ate breakfast and programmed a meal bolus of 12 units of insulin through her infusion device using the standard bolus function. She said about 1 hour later, she began to feel nauseous and discovered her blood glucose was elevated. She checked her bolus history and she did not receive the 12 unit bolus. She stated she may not have pressed the check button after she programmed the bolus. She said she treated her elevated reading by bolusing 8 units of insulin. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.